Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-08042 - device 4 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that patient faced infusion set fell off event on (B)(6) 2024. The set was in use for a couple of hours. Blood glucose levels were between 5-15 mmol/l at the time of event. Patient replaced infusion set and resumed insulin successfully. No further information available.